Manufacturer narrative:
Additional information: device evaluation. A medtronic representative went to the site to test the equipment. Testing revealed that the system was functioning as intended. Software analysis was initiated to determine the root cause of the issue. Through analysis of the reported event, it was determined to be due to a known anomaly that is tracked in an internal database. The unknown error message was not applicable to the event and was captured in a separate event file.

Manufacturer narrative:
No patient information provided as no patient was involved in this concern. No parts have been returned to the manufacturer for evaluation. Device manufacturing date is unavailable at the time of filing.

Event description:
Medtronic received information that during preoperative preparation, a navigation system suddenly turned off. The issue was resolved by rebooting. After registration was completed, an error message was indicated, so use of the navigation system was discontinued. Another navigation was used instead. There was no patient present when this issue was identified.